Event description:
Pt admitted for elevated lactate dehydrogenase (ldh) and suspected left ventricular assist device (lvad) thrombosis. Despite optimizing anticoagulation, antiplatelet therapy and treating w/argatroban the ldh continued to rise. Pt underwent heartmate2 lvad device exchange to heartmate3 lvad.